Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the right ventricle lead exhibited auto polarity switch due to high pacing impedance. No intervention was performed at this point of time and the patient would continue to be monitored. The patient experienced no adverse consequences.